Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient was looking for a health care provider to replace their implantable neurostimulator. The patient gets a code on the implantable neurostimulator recharger, but wasn¿t sure if it was an elective replacement indicator code or what it is. This had been occurring for the past couple of months, and the patient has had trouble turning it on and off. Sometimes it takes 15 minutes to turn it on and off, and the patient sees the ¿call your doctor¿ error. There were no patient symptoms reported. Additional information received from the patient indicated that there was no specific code on their programmer; just the ¿call your doctor¿ or ¿emergency room¿ icon was seen. The patient met with a manufacturing representative, and it was determined that there was a battery issue. They stated that their battery and lead will be replaced with a new device to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.